Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Serial number: unknown/ not provided, information was asked but account provided the information is not available. Catalog number: a complete number is unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI: unknown, as product serial number was not provided. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation a crack on the edge of the intraocular lens (iol) was noticed. There was no affect on the patient and no interventions were required. Through follow-up we learned that the patient outcome was described as okay. The lens remains implanted. No further information was provided.